Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 400 mg/dl at the time of the incident. The customer states that its normal for them to go high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also mentioned a lost meter. The insulin pump will not be returned for analysis.